Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.

Manufacturer narrative:
Additional information was received that there was no malfunction. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. This is a user error, no patient injury. H3 other text : additional information was received that there was no malfunction. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. This is a user error, no patient injury.